Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave an error message: x-rays impossible, defective x-ray tube. Analysis of the log file showed the warning message: ¿could not access x-ray generator (buffered) via xraygeneration service¿. Upon troubleshooting, fse found the suite pc could not open or lost connection with the frontal certeray generator. Fse mentioned that if the system was switched on too quickly after a switch off, the certeray does not start up correctly sometimes. Fse instructed customer to reboot the system and next time wait at least 2 minutes to power-up after a switch off. The customer had to reboot several times to get the x-ray to function. To resolve the issue, fse performed tube adaptation and calibrated the generator/tube without issue. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the user's routine checks have been satisfactorily completed. Therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system given an error message: x-rays impossible, defective x-ray tube system was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this compliant.